Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the system fault sf103 and sf108 error messages were due to the pneumatic block (pb) failure. It was revealed that the device data were missing from the pneumatic block after a software upgrade error. The pneumatic block was replaced to address these issues. The evaluation determined that the system fault sf115 and sf125 error messages were triggered by the main circuit board (pcb) due to the sensor failure as a result of the failed software upgrade. The main pcb was replaced to address these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf103, sf108, sf115 and sf 125) indicating pressure sensor monitoring failure, incorrect trigger pressure measurement, invalid atmospheric pressure monitoring and incorrect proximal pressure measurement respectively. There was no patient injury reported as a result of this incident.